Event description:
It was reported that debris was being emitted from the carpal tunnel knife. It appeared to be metal shavings. It was not reported if there was a delay in case. It is unknown if backup was available and how the issue was resolved but no patient injury or other complications were reported.

Manufacturer narrative:
One 4448 ectra triangle knife returned. The complaint stated: ¿debris was being emitted from the carpal tunnel knife. It appeared to be metal shavings.¿ the knife was evaluated and found to have a dry, fine, black substance on the surface of the blade. Primarily in the distal area. Evaluation was assigned to engineering. Initial review confirmed that substance was present. Samples were wiped onto paper and isolated to be sent out for lab analysis. Per engineering: ¿based on the detailed development of the safety limits, cleaning process validation, and operator training established for the manufacturing of ectra knives, the impact of the identified contaminant and its overall risk are deemed low.¿ elements found were determined to be regarded as safe. Due to character limitation see engineering response (also attached) for additional details.

Event description:
It was reported that during procedure, debris was being emitted from the carpal tunnel knife. It appeared to be metal shavings. The procedure was successfully completed with no significant delay using the same device. No patient injury or other complications were reported.

Manufacturer narrative:
Date of event added. Event description updated.

Event description:
It was reported that during procedure, debris was being emitted from the carpal tunnel knife. It appeared to be metal shavings. The procedure was successfully completed with no significant delay using the same device. No patient injury or other complications were reported.